Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from december 04, 2020 - december 06, 2020. H10: the device was received for evaluation. The fill port tubing was cut where the customer emptied the contents. A visual inspection was performed along with magnification and no particulate matter (pm) was observed; possibly due to the pm being emptied out with the solution when the customer drained the contents. However, a photograph of the sample was provided which revealed a floating particulate matter inside the bag. The reported condition was confirmed in the photograph; however, non-confirmed in the actual sample. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.